Event description:
Customer reported experiencing an alarm 2 followed by alarm 26, indicating occlusion issues with their insulin pump. The occlusion did not result in blood glucose levels exceeding 500 mg/dl, remaining within normal range. To address the recurring occlusion problem, the customer changed the infusion set and cartridge before resuming insulin use.